Event description:
It was reported that during central processing, the suction irrigator was observed to have a damaged tip (melted/thermal damage). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of main tube thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the distal tip of the main tube. The tip exhibited localized melting.